Event description:
It was reported that the device was inserted in the operating room. After the patient was transferred to the ward, the tubing portion of the device fractured and remained inside the patient¿s body during the removal process. The event occurred in the ward following surgery. The issue was not resolved, as the hospital awaited a response from headquarters. The patient experienced harm when additional medical procedures, ultrasound imaging was used to locate the retained tubing portion, followed by a surgical incision and removal. Their hospital stay was extended.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported issue could not be confirmed; therefore, no further action will be implemented at this time. Review of event log found no relevant information. Review of service history found no service within the last 12 months. The probable cause of the reported problem unknown.